Manufacturer narrative:
The reported event was inconclusive because the material number for the sample returned does not match the material number reported. The conditions of the sample did not allow further evaluation. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe 2758j14 and lot number ngjw2612. Visual inspection of the sample noted that the material number for sample return is different from the material number reported. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation lumen to lumen leakage was present capture in. Because the material number for the sample returned does not match the material number reported, this investigation is considered inconclusive. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted before surgery and a few hours after placement it was naturally removed during surgery. When the balloon was checked, it was broken. Per notification from ucc on 17dec2025, it was reported that upon inflation lumen-to-lumen leakage was found during sample evaluation on 03nov2025.

Manufacturer narrative:
The initial reporter facility name provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted before surgery and a few hours after placement it was naturally removed during surgery. When the balloon was checked, it was broken.